Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed. During visual inspection, the sample was observed to have a molded port and blue pull ring instead of a spike and tip protector. The reported condition was verified. The cause of the issue was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was missing the spike end. This event occurred before use with no patient involvement. No additional information is available.